Event description:
It was reported that; the tip broke off inside the implant while they were trying to thread the revision driver inside the implant.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the reported event was determined to be overloading in a torsional way while threading the inner shaft.

Event description:
It was reported that; the tip broke off inside the implant while they were trying to thread the revision driver inside the implant.